Event description:
The patient underwent a full revision of lead and generator due to high impedance. The suspect product was discarded per hospital policy. No further relevant information has been received to date.

Event description:
It was reported that high impedance was seen on the patient's vns, and the patient reported not feeling the vns stimulation approximately 6 weeks prior to the high impedance diagnostics result. No additional relevant information has been received to date. No known relevant surgical intervention has occurred to date.